Event description:
Customer emailed saalt on (B)(6) 2019 to explain that the stem on her cup broke off while she was pulling on the stem to remove her cup. She did not reach out to saalt for removal techniques after this happened. Customer said she went to the doctor to have her cup removed after trying to remove her cup for less than an hour.